Manufacturer narrative:
(B)(4). Motor error alarmed during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated stepped into the pool to take pictures with the insulin pump on. The insulin pump has fluid under the lcd display, a crack on the upper right corner of the lcd screen and a crack where it curves around the housing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.